Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an esophagogastroduodenoscopy with radiofrequency ablation procedure, the customer had a defective guidewire that was used with the catheter. The patient suffered a mucosal tear at the upper esophageal sphincter that occurred prior to balloon inflation. The procedure was aborted and a repeat procedure has been scheduled. There was no harm to the user, no unanticipated blood loss and no extension to the procedure due to the alleged malfunction. The catheter is being returned, but the guidewire is not.

Event description:
According to the reporter, during an esophagogastroduodenoscopy with radiofrequency ablation procedure, the customer had a defective guidewire that was used with the catheter. The patient suffered a mucosal tear at the upper esophageal sphincter that occurred prior to balloon inflation. The procedure was aborted and a repeat procedure has been scheduled. There was no harm to the user, no unanticipated blood loss and no extension to the procedure due to the alleged malfunction. The catheter is being returned, but the guidewire is not.

Manufacturer narrative:
Device evaluation one used 64082-01 was received for evaluation. The gw002b was not returned for evaluation. A visual inspection of the device found no notable conditions. The investigation found the device to function normally and within specifications. No failure mode was identified. The investigation could not determine the root cause of the event. The reported condition was not confirmed. A review of the device history records for the provided lot / serial number was completed and no entries pertinent to the reported event were noted and this lot was released meeting all specifications as manufactured. If information is provided in the future, a supplemental report will be issued.